Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that it was difficult to deflate the balloon. There were several attempts made to deflate the balloon, including cutting the catheter to drain the balloon. The general practitioner removed the catheter with the balloon intact with 10 cc of fluid, causing severe pain, torn tissues, and bleeding. Per additional information received on 7/27/2018 and 7/30/2018 from (B)(4) (ibc representative); the patient was unresponsive and was given sedation prior to removing the catheter. Bleeding was noted around the tip of the penis following removal. The patient was given additional sedation to prepare him medically for removing the catheter while the balloon was still inflated.

Manufacturer narrative:
The reported event was found inconclusive due to poor sample conditions. The sample was evaluated and no pinch or blockage was observed. No conditions were found on the sample that could be associated with reported event. However, due to the poor condition of the returned sample, a complete evaluation could not be performed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deteriocation prior to use." Corrections: concomitant medical products and device evaluated by MFR. Additional patient code: (B)(4).

Event description:
It was reported that it was difficult to deflate the balloon. There were several attempts made to deflate the balloon, including cutting the catheter to drain the balloon. The general practitioner removed the catheter with the balloon intact with 10 cc of fluid, causing severe pain, torn tissues, and bleeding. Per additional information received on (B)(6)2018 and (B)(6)2018 from melissa sanz ( ibc representative) ; the patient was unresponsive and was given sedation prior to removing the catheter. Bleeding was noted around the tip of the penis following removal. The patient was given additional sedation to prepare him medically for removing the catheter while the balloon was still inflated. Additional information was later received from melissa sanz (ibc representative) on (B)(6)2018 , that "trauma to the urethra" referred to severe pain, torn tissue, and subsequent bleeding that was caused by removing the catheter with the 10 cc fluid filled balloon still intact.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deteriocation prior to use."

Event description:
It was reported that it was difficult to deflate the balloon. There were several attempts made to deflate the balloon, including cutting the catheter to drain the balloon. The general practitioner removed the catheter with the balloon intact with 10 cc of fluid, causing severe pain, torn tissues, and bleeding. Per additional information received on (B)(6) 2018 and (B)(6) 2018 from (B)(6) (ibc representative); the patient was unresponsive and was given sedation prior to removing the catheter. Bleeding was noted around the tip of the penis following removal. The patient was given additional sedation to prepare him medically for removing the catheter while the balloon was still inflated.